Event description:
It was reported via a trial that during a right internal carotid rx acculink stenting procedure, during post dilatation with a viatrac balloon, the patient experienced hypotension which was treated with midodrine and IV fluids. The patient's condition is continuing but improved. The patient was discharged home one day after the procedure on anti-hypotensive medication. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: viatrac 14 plus, 5.0 x 20 mm, ref 1008193-20, lot 0100751. Other: heparin. Embolic protection: rx accunet (1011649-55, lot # 0082461). There was no reported product deficiency. The reported patient effect of hypotension is listed in the product instruction for use as known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.